Manufacturer narrative:
H6: medical device problem code should have been 1670 - use of device problem rather than 1260 - fracture.

Event description:
Related manufacturer reference number: 1627487-2024-07118, related manufacturer reference number: 1627487-2024-07119, related manufacturer reference number: 1627487-2024-07120, related manufacturer reference number: 1627487-2024-07121. Additional information was received that during surgical intervention on (B)(6) 2024, one of the leads fractured when the physician tried pulling it.

Event description:
Related manufacturer reference number: 1627487-2024-07118, related manufacturer reference number: 1627487-2024-07119, related manufacturer reference number: 1627487-2024-07120, related manufacturer reference number: 1627487-2024-07121. It was reported that one of the patient's l1 leads was fractured. Surgical intervention was undertaken on (B)(6) 2024, but was abandoned because the leads adhered. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which l1 lead fractured.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, (B)(4) , serial: (B)(6) , batch: 8042801.